Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient¿s device was recently interrogated and it was observed the device had reached elective replacement indicator (eri). It was noted the device had reached eri prematurely. The device remains in use. No patient complications have been reported as a result of this event.